Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of under one minutes duration were observed in the device memory between (B)(6) 2015 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded however the multiple manual power ups may indicate the device was switching on automatically and the user was intervening to switch the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.